Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20521739/20629060.

Event description:
It was reported that the patient experienced a difference in coverage and was unable to fully charge the ipg after a fall. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned.